Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
An afx2 bifurcated was initially implanted (28x120mm), aortic extension (28x95mm), and limb extensions (20x13x88mm). The case planned was to double extend the right side. The main body deployment and extension deployment went as planned. Upon re-advancing the sheath, the sheath caught the distal edge of the 20x13x88mm extension, displacing the extension proximal by 2-3cm; flow was not compromised. A 14x80mm ovation limb was implanted to extend. A large intraoperative endoleak was observed that could not be resolved following ballooning with a coda (non-endologix) balloon. Another limb extension was implanted on the right side (20x55mm); however, the leak persisted following limb placement and additional ballooning in various places. The leak was determined to likely be a type iiib and the physician elected to reline the stent graft intraoperative with another afx2 bifurcated stent graft (28x100mm), successfully resolving the endoleak.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of sheath caught distal edge of 20x13x88 right limb extension. There was substantial evidence, however, to support the reported event of intraoperative endoleak type iiib of the bifurcated device (28x120mm), which resolved at the conclusion of the procedure. This complaint is most likely user related due to the off-label iliac anatomy and concomitant use with products outside the IFU. Procedure-related harms for this complaint could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Operative notes: (B)(6) 2018.